Event description:
A cracked haptic on the diu150 model intraocular lens (iol) was noted after it's implantation in the patient¿s ocular dexter (right eye). Since the crack did not seem significant the doctor decided to leave the iol implanted. There was no incision enlargement, no sutures, and no vitrectomy during the initial procedure and surgery time was not extended. Patient prognosis post-procedure was reported as good post op day one. The suspect iol is not available for return as it remain implanted. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.